Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) has detected episodes of atrial tachycardia/atrial fibrillation but that detections may not be appropriate. It was further reported that sensing has been poor related to the p waves and there is no capture on the atrial lead. The device and lead remain in use and no programming changes were made, which had been ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.